Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that during a case, this system would get stuck on "acquire" and would not take a spin. This happened twice and on the third time it did acquire an image but the quality was not good. The site rebooted the system and it then began functioning properly. The site requested a system checkout. There was a delay of less than 1 hour and no impact on patient outcome.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A090208: image quality not good a110201: stuck on "acquire," would not take a spin f1908: less than one hour delay f26: no patient impact h3, h6: the system was serviced in the field by a medtronic representative. The rep found the ps1 at 4.89 v, adjusted back within spec. Rebooted system twice and checked to make sure ps1 voltage was constant. Codes b01, c02, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.